Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, there was poor sensing and high thresholds, and the physician attempted several times to place the lead in the right ventricle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.